Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash. Patient reported that it was itchy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use (B)(6) lotion by his physician. Follow up indicated that the irritation has cleared up.